Manufacturer narrative:
An investigation was conducted that included a 24-month trend analysis. No trend was identified. No device history record investigation can be done at this time due to lack of manufacturer¿s lot code supplied with the complaint. The consumer did not indicate if she needed any additional medical treatment, or if any medication was prescribed. She only reported that she took over the counter medication. The investigation showed no issues present that would have contributed to the consumer experiencing an allergic reaction to the product, and no product malfunction was reported. The investigation revealed no issues requiring corrective action with any product manufactured.

Event description:
Mild to severe anaphylaxis shock (heavy breathing, hot/cold chills, clammy skin, dizzy) [anaphylactic shock]. Case narrative: on 06-jan-2023, a spontaneous report was received from a consumer regarding a 40-year-old black, african american female who was using o.b. Original tampons - applicator and non-applicator versions (tampon, menstrual, unscented). Medical history and concomitant products were not reported. On an unspecified date, the consumer started use with o.b. Original tampons - applicator and non-applicator versions. After being a "frequent user," on (B)(6) 2023, a few minutes after inserting the product, the consumer experienced tss (toxic shock syndrome) in her entire body, further clarified as cold/hot chills, dizzy, heavy breathing, and clammy skin. On (B)(6) 2023, she sought treatment from a doctor (also reported as a pharmacist) and a medical diagnosis of mild to severe anaphylaxis shock was given. She discontinued use with o.b. Original tampons. She did not have any medical or laboratory tests done and did not go to the hospital. On an unspecified date in (B)(6) 2023 (not reported if used before or after seeking medical treatment), over the counter medications were used, clarified as benadryl (diphenhydramine), calamine lotion, and biotene. As of (B)(6) 2023, the status of anaphylactic shock was ongoing. No additional information was provided.